Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse above upper limit) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was defective v1 on the defibrillation board. The root cause for the defective component was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming functional testing.